Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received two appropriate treatments which converted the arrhythmias to a slower rhythm. The device was started up at 19:55:49 on (B)(6) 2022. At 22:39:28, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm with pvcs transitioning to vt @ 250 bpm. At 22:40:03, the patient received the first appropriate treatment. Rhythm at time of treatment was vt @ 210 bpm. Post shock rhythm was af @ 40 bpm. At 23:10:17, an arrhythmia was detected. ECG shows vt @ 270 bpm. At 23:10:46, the patient received the second appropriate treatment. Rhythm at time of treatment was vt @ 270 bpm. Post shock rhythm was af @ 50 bpm. From 23:36:40 to 00:30:54, the patient was in sinus rhythm @ 70 bpm. The rhythm then slows to sinus bradycardia @ 40 bpm with nsvt. The rhythm then degrades to vf with varying amplitudes. The device properly detected vf. Response button use, CPR, motion artifact, tactile artifact, and electrode lead fall off prevented the lifevest from treating the patient. The electrode belt was disconnected at 00:37:03 on (B)(6) 2022.